Event description:
The customer contact reported the device touchscreen would not calibrate and does not respond when pressed. The device was returned to the biomedical department with a note that stated, "screen stuck not working." It was reported that the device displayed perimeters outside calibration. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.